Event description:
A patient reported to her physician that their vision looks like a wagon wheel or ferris wheel with spokes coming out of the light source circumferentially and ending in a bright ring of light. As a result, the patient is requesting a lens exchange. The patient has a different lens in the other eye without similar symptoms and have a normal 4 mm pupil in mesopic condition. The patient feels it is dangerous to drive at night and it has greatly impacted their lifestyle. The doctor stated that because of this problem, she implanted an sa60at acrysof non-aspheric lens in the other eye (B)(6) 2012 and the patient does not have these problems. Alphagan helps. Pupils are 4 mm in dim. A yag procedure on right eye (od) on (B)(6) 2012 did not help. The doctor thinks that the patient's symptoms are attributed to the lens.

Manufacturer narrative:
(B)(4): intraocular lens. At the time of the report, the lens remained implanted. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.